Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The poly bag is sealed and has a hole in the bag and label. The original outer box, IFU, and chartstik label sheet were not returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the pouch seals must withstand 30 inches of water pressure. Test will be performed 30 seconds on aro tester. Pull test strength of 2 lb/in (min.). Package must be free of particulate, debris, hair, etc. Greater than 0.15mm^2. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended, inappropriate or excessive force to the device or inappropriate storage conditions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the fast fix device was received with holes in the inner packaging. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).